Manufacturer narrative:
Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. (B)(4).

Event description:
Pentax medical was made aware of an event that occurred at a facility in the united states. On 24-apr-2018, pentax received a service notification repair request for "something stuck in biopsy channel". During inspection the following was found: accessory (hard plastic piece) stuck inside biopsy inlet t-piece.", involving the pentax medical video colonoscope, model ec-3890li, serial number (B)(4). On 25apr2018,11jun2018, 25jun2018 and 28jun2018, pentax medical complaints team sent multiple good faith efforts to inquire on the circumstance of when the event occurred. No response was received from the user facility. On 06/28/2018, additional follow up information from the end user stated that they became aware of this event during reprocessing and called in the scope for service. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. The facility stated that they follow operation methods (instructions for use) for pre-procedural checks, use of scope, reprocessing instructions for use and any accessory involved. The scope was subsequently called in for service to pentax. The endoscope was repaired where the stuck accessory was removed, and the biopsy inlet piece was replaced and returned to the user on (B)(6) 2018. On 09-nov-2020, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed under ivai-20-110009, the DHR review confirmed the endoscope was manufactured on 11-aug-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.